Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced severe chest pain during and after the proceedure and a small pericardial effusion was identified. Perforation was suspected. There was no conclusive evidence of perforation via echo or fluroscopy and it was unclear which lead was causing the issue. The patient was monitored via serial echocardiograms. It was further reported that the right atrial (ra) lead had elevated thresholds post operatively. The atrial lead was revised and remains in use. No further patient complications have been reported as a result of this event.